Event description:
The facility rep reported "pumping too fast" during pt use. Although baxter attempted to obtain information, details were not available regarding additional contact information. The hospital rep stated that there were no reports of injury or medical intervention. No additional information is available.

Manufacturer narrative:
The device has not yet been received for evaluation. Should the pump be received for evaluation, a follow-up report will be filed upon completion of the evaluation or if additional information becomes available.